Event description:
It was reported that ongoing out of range issues occurred intermittently between the transmitter and pump for an indeterminate amount of time,with no continuous glucose monitor (cgm) sensor readings. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.